Event description:
As reported, during an unspecified procedure, the coating separated from a safe-t-j rosen catheter exchange wire guide, causing difficult advancement. During the same procedure, the coating also separated from a bentson straight fixed core wire guide (reported under patient identifier (B)(6). The ¿first¿ wire reportedly stuck inside of an unspecified balloon catheter and the physician had to pull the entire wire and balloon catheter out as a unit. After removal from the patient, the user was able to release the wire from the balloon catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Additional information has been requested but is not available at this time.

Manufacturer narrative:
. Device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.